Manufacturer narrative:
A f/u report will be filed upon completion of the investigation.

Event description:
A hemodialysis user facility reported that a blood leak occurred during treatment. The leak was reported to be an internal leak. The blood leak was visible in the dialyzer. Blood test strips were not used. There was no damage identified on the dialyzer. The machine did not alarm. Estimated blood loss was 200ml. No adverse effects were experienced by the pt and no medical intervention was required. The pt completed treatment with a new set-up on the same machine. The user facility reported that the sample is available and it was requested to be returned for manufacturer evaluation.

Manufacturer narrative:
The complainant facility returned one f180nre dialyzer for evaluation from the reported lot. The dialyzer was returned without the prepackaging pouch. The dialyzer was returned with fmcna ogden adapter and blood port caps. The fibers were wet with indication of blood exposure. The fiber bundle was streaked with blood. Additionally, coagulated blood was noted in the dialysate compartment on the circumference of the fiber bundle in both headers. Gross visual examination observed three broken fibers on the non-cavity ID end next to the injection gate at approximately 270 degrees with the dialysate ports situated at 0 degrees. Upon further examination of the fiber bundle, three fiber fragments and one pinched fiber were also noted during destructive disassembly of the dialyzer. All fibers identified were located on the circumference of the fiber bundle between 180 and 270 degrees (when viewed from the non-cavity ID end), with the dialysate ports at 0 degrees. The complaint investigator was unable to identify the opposing ends of the broken fibers. The reported complaint is a confirmed fiber leak due to multiple damaged fibers noted in the returned dialyzer. Three broken fibers, three fiber fragments, and one pinched/punctured fiber were found on the non-cavity ID end during visual examination. The dialyzer was subjected to a laboratory bubble point test but was inconclusive possibly due to the coagulated blood. However, the broken fibers along with the punctured fiber could have resulted in the reported leak. No other damage or irregularities were noted. The inferior surface of both polyurethane potting ends were examined for voids; no voids were noted. An investigation of the device manufacturing records was also conducted by the manufacturer. There were no deviations or non-conformances during the manufacturing process. In addition, the batch record review confirmed the labeling, material, and process controls were within specification.